Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that sensor was removed from body as needle hub did not released and cannula did not break off into customer's skin, but they could see it through the little clear part of the base of sensor

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was broken. The customer¿s blood glucose level was 150 mg/dl. The customer reported that the sensor needle was bent. Customer reported that they had received a needle was broken. The insulin pump will not be returned for analysis.